Manufacturer narrative:
Batch review performed on 13 december 2017: lot 162283: (B)(4) items manufactured and released on 05 july 2016. Expiration date: 2021-06-22.. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of laxity. The surgeon determined the tissue had loosened. The cause of the laxity is unknown. The surgery revised the insert from a 10mm to a 17mm. The surgery was completed successfully.